Event description:
Reportedly, during the annual followup visit, the physician observed a decrease of the estimation of the longevity from 10-15y in 2021 to 3-5y in 2022, and an increase also of the charge time from 8,8s in 2021 and 13,3 in 2022. No shock recorded between the 2 last followup.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the annual followup visit, the physician observed a decrease of the estimation of the longevity from 10-15y in 2021 to 3-5y in 2022, and an increase also of the charge time from 8, 8s in 2021 and 13, 3 in 2022. No shock recorded between the 2 last followup.

Manufacturer narrative:
The device was explanted on (B)(6) 2023.

Event description:
Reportedly, during the annual followup visit, the physician observed a decrease of the estimation of the longevity from 10-15y in 2021 to 3-5y in 2022, and an increase also of the charge time from 8,8s in 2021 and 13,3 in 2022. No shock recorded between the 2 last followup.

Event description:
Reportedly, during the annual followup visit, the physician observed a decrease of the estimation of the longevity from 10-15y in 2021 to 3-5y in 2022, and an increase also of the charge time from 8,8s in 2021 and 13,3 in 2022. No shock recorded between the 2 last followup. During the followup visit on 02 june 2023, the battery longevity is decreased (1 year whereas 10-15 years in 2021).

Manufacturer narrative:
Complaint was re-opened following the reception of new data for analysis. The analysis of the provided patient files dated of (B)(6) 2023 revealed an abnormal battery depletion for the last 5 months. No overconsumption is detected, therefore a battery issue is suspected. According to the battery curve of the last 5 months, the time to rrt could be reached in less than 90 days. A device explantation should be considered as soon as possible.

Manufacturer narrative:
Analysis of the available patient files dated of 3 november 2023 revealed : -the charge time is conformed to specifications. -the decrease of the residual longevity is explained by a temporary drop of the battery voltage. The origin of the temporary drops of battery voltage could not be determined. Analysis of the available patient files dated of 02 june 2023 revealed : - an abnormal battery depletion - no overconsumption recorded the expertise of the returned ICD didn¿t reveal abnormal consumption. The root cause of the fast battery depletion is a battery failure (due to clusters). Please refer to the attached report

Event description:
Reportedly, during the annual followup visit, the physician observed a decrease of the estimation of the longevity from 10-15y in 2021 to 3-5y in 2022, and an increase also of the charge time from 8,8s in 2021 and 13,3 in 2022. No shock recorded between the 2 last followup.

Manufacturer narrative:
Please refer to the report.

Event description:
Reportedly, during the annual followup visit, the physician observed a decrease of the estimation of the longevity from 10-15y in 2021 to 3-5y in 2022, and an increase also of the charge time from 8,8s in 2021 and 13,3 in 2022. No shock recorded between the 2 last followup.